Manufacturer narrative:
Correction - please refer to d9 - the product was not returned for evaluation. The reported event could not be confirmed since the device was not returned for evaluation and no other evidences regarding the breakage of the drill bit were provided for investigation. The received extract of the implant sheet was reviewed, all used implants were listed with patient stickers, the drill bit with catalog number is mentioned in a handwritten note, the lot number is not documented. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. Indications of material, manufacturing, or design related problems were unable to be identified as the lot number was not communicated. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
As reported: the cs has reported broken drill.

Event description:
As reported: the cs has reported broken drill.

Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report.